Event description:
Device malfunction: unknown. Time of device: malfunction during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, after clip deployment arterial bleeding was noted. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.